Event description:
The site biomed called philips and stated that the user reported a failure to acquire 3-lead ECG, leads off message, and failure to acquire pads ECG. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The site biomed called philips and stated that the user reported a failure to acquire 3 lead ECG, leads off message, and failure to acquire pads ECG. There was no report of pt involvement or adverse pt impact. The site biomed was unable to recreate the issue. Philips evaluated the device and found no trouble. No ECG failures could be recreated. The device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.